Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, increased sensitivity. Implant was placed into site of a previous failure, after 6 weeks of heal. Implant was very stable at placement.